Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window, pillowing keypad overlay and faded serial number label. Reservoir unable to lock into place and unable to perform displacement test due to missing reservoir tube retainer.

Event description:
It was reported via phone call that crack on the plastic o- ring on the upper part of the reservoir compartment. Customer's blood glucose value was unknown at the time of the incident. The customer was declined with troubleshooting. Customer will returned device for analysis.